Event description:
It was reported that catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure while outside the patient, the catheter got separated at the proximal end. The procedure was completed with another of same device. No patient injury was reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspection revealed the sheath was detached from the distal mount. Media inspection shows that a photo was provided from the client showing the sheath was detached from the distal mount. That confirms the reported issue.

Event description:
It was reported that catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure while outside the patient, the catheter got separated at the proximal end. The procedure was completed with another of same device. No patient injury was reported.